Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's blood glucose level was high and it was not coming down. Customer's blood glucose level was 600 mg/dl. The customer treated her blood glucose level with pens. The customer was not feeling well. The device was not returned.